Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible vancomycin result in association with the vitek® 2 ast-p631 test kit while testing a (B)(6) isolate (eeq proficiency sample). The susceptible result was obtained one (1) out of four (4) times tested. Testing via disc diffusion provided vancomycin resistant result. The eeq report, including expected results, has not been published yet. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the eeq strain. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to discrepant results with vancomycin and rifampicin on vitek® 2 v7.01 ast-p631 cards with one (1) staphylococcus haemolyticus for an external quality control, biologie prospective ecbu2017-4a. Intended results by the survey were resistant vancomycin and rifampicin. The reference method (broth microdilution, bmd), which was the method used for vancomycin (va) development (formulation van04n) and rifampicin (ra) development (formulation ra03n) on ast-p631 card, gave: va mic = 2 mg/l s (value on the breakpoint so we can have s or r within 1 doubling dilution- borderline strain). Ra mic >32 mg/l r as expected by the bp survey.¨ on vitek® 2 v7.01 (aes parameters: casfm eucast 2016 + phenotypic), tests were performed on vitek® 2 ast- p631 cards with two (2) different customer lots ((cl1) 7310346103 and 7310276103 (cl2)) and two (2) different random lots ((rl1) 731398312 and (rl2) 7310263103). Results obtained on vancomycin: va mic = 1 mg/l s (3 times: on cl1-cl2 -rl2) and va mic = 4 mg/l r (1 time on rl1). These results are in essential agreement within one doubling dilution to the reference value (2mg/l). Vitek® 2 ast-p631 cards performed as intended and no further action is required. Note: customer issue (susceptible results) reproduced in-house 3 times, acceptable result due to the fact it a borderline strain. Results obtained on rifampicin: ra mic 0.06 mg/l s for cl1 (1 time) and mic greater than or equal to 4 mg/l r (3 times) with cl2-rl1- rl2. In-house, the customer issue was reproduced ¼ times (0.06 s). The ra value equal to 0.06 mg/l is an essential agreement error ((>1 doubling dilution) with the reference mic (>32 mg/l) leading to a very major error. The study confirmed an underestimation of rifampicin with this strain. Atypical strain.